Event description:
It was reported that the platinum marker was detached during the implantation of the valve. Another introducer with the same lot number was used and the same problem had occurred. A goose neck device was used to remove the marker. There were no adverse consequences to the patient.

Manufacturer narrative:
No preliminary comments can be made at this time. A final incident report will be submitted, upon completion of the investigation.